Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2014 with the following findings: unexplained power on resets observed in the black box. Battery compartment is cracked on the side; crack extends from threads to case seal and cracked from bumper pad to cover. Returned battery cap has stripped threads and is unable to fully attach to the pump; por¿s duplicated with returned battery cap. A new test battery cap is able to carefully attach to the pump and was used with returned cartridge cap to complete 24hr duration testing; no pors were duplicated during this time. The pump cover was removed; no evidence of internal moisture was found. Display screen observed to have a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.